Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 167 previously reported events are included in this follow-up record. Product return status: 1 device was received. 166 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 167 malfunction events in which the device reportedly overheated. 145 events had the problem identified during a non-clinical procedure; there was no patient involvement. 21 events had patient involvement: no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events (B)(4) events were reported for this quarter. Product return status (B)(4) device was received. (B)(4) devices were evaluated based on historical data analysis. Additional information (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This report summarizes (B)(4) malfunction events in which the device reportedly overheated. - (B)(4) events had no patient involvement; no patient impact. - (B)(4) events had patient involvement; no patient impact. - (B)(4) event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.